Event description:
It was reported that while placing a bravo ph monitor, the capsule attached to the esophagus and would not deploy from the delivery system. It was noted that the handle broke during the procedure. There was no serious injury to the patient reported.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication (late 2007).